Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that after a stenting treatment procedure thrombosis and myocardial infarction occurred. The patient had an ion stent implanted in an unspecified location on an unknown date. The patient presented with acute myocardial infarction. Inspection found thrombosis in an unknown ion stent. The physician preformed intravascular ultrasound and noted that the stent was not well apposed. No patient complications were reported. The previously implanted ion stent was implanted at a different facility.